Manufacturer narrative:
(B)(4). The device was received with one electrode leg loose. The ceramic is partially broken off from the instrument and not returned. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touch the jaw. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display. The separation of the electrode could have been caused due to the metal (clip) contact with the jaw of the device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon touched a clip and received a reposition jaws error. They repositioned the device and continued the procedure. About 30 minutes later, they received error replace instrument. When they pulled the device out of the patient, they saw that the electrode had separated from the jaws, but did not separate from the device. Another device was used to complete the case with no patient consequence. This was a difficult procedure and the tissue was thick.